Event description:
Reporter indicated a vns patient had a frank lead discontinuity noted on x-ray. The patient has a history of manipulating the vns. The patient later underwent vns lead revision surgery. Attempts for product return are in progress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.